Event description:
The product was used during a low anterior resection procedure. Reportedly, the suture disengaged. The surgeon resected the tissue at the application site and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.